Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency room with chest pains and was admitted to the hospital. While hospitalized the patient went into cardiac arrest. The device did not successfully cardiovert the patient and they required external cardioversion. Upon interrogation a fault code for ¿charge time out¿ was present. It was noted that the device had declared end of life (eol) in (B)(6) 2012. The device was explanted the following day for normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis concluded that the device met specifications for normal battery depletion and the reported clinical observation are a result of normal battery depletion.